Event description:
It was reported that patient had one ¿redo¿ because the catheter ¿came out¿ (additional specific details were not provided). Drug in the pump at the time was not stated; however, presently patient had baclofen in the pump.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).